Manufacturer narrative:
Your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump screen was not responsive after using the pump in the pool. Troubleshooting was performed and the pump performed as intended. The customer's blood glucose level was 202mg/dl.